Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) has a coronary unit error.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e2, e3, g1, g3, g6, h2, h3. H6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ clinical code, investigation conclusions), h11. A getinge field service engineer (fse) stated the error described by the customer cannot be displayed. The equipment is checked and the values are correct. It is put into operation with a test balloon and the operation is correct.

Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) has a coronary unit error. There is no patient involvement.